Event description:
It was reported that the force bipolar instrument was found to be broken. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found the customer reported the complaint as broken. Failure analysis identified a bent instrument grip tang as the primary failure, which prevented the grips from opening as reported by the customer. No damage was observed on adjacent components, and the grips showed no cracking. An additional finding identified a broken conductor wire at the force amplification pulley. The instrument failed the electrical continuity test, confirming a complete wire break, with no evidence of thermal damage. The complaint was confirmed by failure analysis. The probable root cause of bent grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.